Event description:
The pump was returned for investigation. Investigation revealed a dim, discolored display. Evaluation also revealed a cracked battery compartment. There was no adverse event associated

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/10/2015 with the following findings: investigation revealed a dim, discolored display. A visual inspection of the pump revealed that the battery compartment was cracked. Unrelated to the complaint, testing revealed the time and date reset to default settings. The pump was opened and evaluation revealed that the internal clock battery on the circuit board had failed. (B)(6)